Event description:
A customer reported to olympus, the gastrointestinal videoscope had poor air/water supply. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object inside the nozzle due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of poor air/water supply was not confirmed. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on bending section cover had a chip. The light guide bundle was slipping down. The adhesive around the light guide lens was peeled. The plastic distal end cover had a scratch. The connecting tube had a dent. Connecting tube had a scratch. The connecting tube had a wrinkle. Due to dirt on light guide bundle, illumination was uneven. The scope connector cover unit had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The left/right knob had a scratch. The switch box had a scratch. The scope cover had a scratch. The scope connector had a scratch. The universal cord had a scratch. Grip had a scratch. The suction cylinder was shaved. The control unit had discoloration. The control unit had a scratch. The light guide bundle was slipping down. Due to dirt on objective lens, there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presence of foreign material was confirmed. However, the definitive identity and root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.